Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 153 mg/dl at the time of incident. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer performed displacement test and it was passed. Customer stated the pump error alarm occurred during self test. Customer assisted with troubleshooting and stated that the pump error did not occurred during insulin pump rewind and self test was failed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 on the keypad assembly. No unexpected pump error 43 alarms noted during testing. The motor was tested outside of the device and passed.